Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified, moderately tortuous mid right coronary artery. A 7f mach 1 al1 st sh (side holes) guide catheter was selected and advanced; however, the catheter kinked while engaging in the coronary artery. The guide catheter was exchanged for a 7fr non-bsc al1 sh guide catheter. An apex 2.0 x 20mm balloon was used for pre-dilation. The balloon was exchanged for an apex 2.25x20mm balloon catheter and was inflated once to unknown atms. When the balloon was inflated a second time, balloon ruptured at 10 atms. The procedure was completed with a 2.5x10mm non-bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The target vessel was severely calcified. The balloon was being used for post-dilation. On the first inflation the balloon was inflated to 10 atms for 20 seconds. The balloon was removed intact.

Manufacturer narrative:
Device code 1546 relates to component code 419. Device evaluated by MFR: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)